Manufacturer narrative:
The pump was received with blank display after countdown due to corroded electronic assemblies. The unexpected restart alarm or partial displays were due to blank display. The pump was received with cracked case at the display window corners, lcd window, and belt clip slot.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with missing segments and unexpected restart alarm. The customer's blood glucose level at the time of the incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.